Event description:
It was reported that the device illuminated the service indicator, logged event codes in the memory and intermittently lost power on it's own. Physio-control evaluated the device and found that it would not operate on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and found a failed crystal oscillator, designator y2, to be the cause of the reported issue.